Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned to dexcom for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck; therefore, a complete investigation was not able to be performed and the reported missing sensor wire was confirmed. However, a root cause could not be determined. In addition, the transmitter (part number stt-gl-004/serial number (B)(4)/lot number 5194204) being used with the complaint sensor was returned for evaluation on 07/12/2015. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. There was no malfunction reported for this device.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient's nurse a missing sensor wire on (B)(6) 2014. Nurse claimed that upon removal of the sensor pod, the sensor wire was not present. It was further reported that the sensor wire was not inside the applicator. At the time of contact, the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint sensor was not returned to animas for evaluations. However, the transmitter device ((B)(4)lot number 5194204), being used with the complaint sensor was returned for evaluation. Device evaluation of the transmitter was completed by animas on (B)(4) 2015. Investigation results were received by dexcom on (B)(4) 2015. The device was visually inspected and found no cosmetic flaw. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Due to the alleged device not being returned, the customer complaint could not be confirmed. A root cause could not be determined.